Manufacturer narrative:
The device was returned to olympus. The device evaluation found the air/water channel was blocked, the nozzle was clogged, the connecting tube was wrinkled, the connecting tube was wrinkled and scratched, the scope connector cover was deformed, the switchbox was damaged, and the plug unit was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera iii gastrointestinal videoscope to olympus repair center for evaluation of a blocked air/water channel. During the evaluation, a white material which seems to be cleaning agent residue was clogging the nozzle and could not be removed. It would likely have been clogged during the cleaning/disinfection process. No patient injury or harm has been reported. This report is being submitted to capture the clogged nozzle defect found during the repair evaluation.

Event description:
Additional information supplied by the customer: - the event occurred at the end of a diagnostic gastroscopy procedure. - the procedure was completed using the same device. - the was no patient under anesthesia at the time of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blocked air/water channel/foreign material in the nozzle appeared to be cleaning agent residue but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and it is unknown if the facility device reprocessing was performed in accordance with the IFU. The event can be detected by following the instructions for use sections below: - inspection of the air-feeding function. - inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.